Manufacturer narrative:
According to the facility on (B)(6) 2026, "when trying to the use #15 blade during the surgery, the blade was so dull that it was barely cutting the skin. The surgeon was not comfortable pushing any harder to make the cut. The facility used a different #15 blade from an extra box we stocked at the center" the facility stated the individual is "fine". No medical intervention, serious injury, or follow-up care has been reported. At this time, no information has been received to indicate that recurrence of the complaint-specific sequence of events detailed by the customer contact may likely cause or contribute to a death or serious injury. No adverse event report will be filed at this time. If additional relevant information becomes available this investigation will be re-opened and re-evaluated.

Event description:
According to the facility on (B)(6) 2026, "when trying to the use #15 blade during the surgery, the blade was so dull that it was barely cutting the skin."